Manufacturer narrative:
Approximate age of device: 3 years, 2 months. The replaced portion of the percutaneous lead was received for investigation. Evaluation is not complete. No further issues have been reported. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. A data log file was submitted to the manufacturer for review because of reported pump stops. The patient reported that no alarms were heard. Review of the log file confirmed a brief pump stop. The remaining pump parameters were stable. The system controller was exchanged. Nine days later, x-rays of the percutaneous lead (lead) showed unspecified damage to the external section. The customer requested that the damaged section be replaced. The manufacturer performed an external lead replacement. Upon completion of the repair, the patient was witnessed to have speed drops and pump stoppage when connected to the power module patient cable, which could indicate a short to shield, either within the section of the external lead that was not replaced, or within the internal part of the lead. When the silicone jacket was removed in the area viewed in the x-ray it was noted that the braided shield was completely severed. The patient is currently on an un-grounded power module patient cable and is doing well. The patient has been listed as 1a transplant status.

Manufacturer narrative:
The portion of the percutaneous lead (lead) that was removed during the repair was returned to the manufacturer for evaluation. The report of a pump stop was confirmed via the log file downloaded from the returned system controller; however, the event did not appear to be associated with a compromised percutaneous lead. Approximately 5¿ of the external portion/distal end was returned to for evaluation. A previous clamshell repair was present on the lead. Electrical continuity and hipot testing of the returned portion of the lead did not reveal any discontinuities or areas of compromised wire insulation. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on the event.